Event description:
During the reaming of the tibial canal the reamer head shattered. Fragments needed to be removed prior to proceeding with the procedure. At least one small fragment was retained. The remainder of the procedure was completed withotu difficulty. Diagnosis or reason for use: fractured distal tib/fib requiring surgical stabilization. Event not abated after use stopped or dose reduced.